Manufacturer narrative:
On 3/20/2019, mentor became aware that the suspect medical device was a non-mentor device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with an unspecified mentor gel implant, experienced right breast implant rupture post-operatively. Rupture was confirmed by md upon examination. As a result, the patient underwent bilateral removal and replacement with unspecified breast prostheses on (B)(6) 2019.